Event description:
It was reported that the balloon was ruptured when it was tested before use. No patient injury was reported.

Manufacturer narrative:
The catheter that was returned for evaluation had a ruptured balloon with latex material missing. One bipolar pacing catheter with attached monoject 1.3 cc volume limited syringe was returned for evaluation. No introducer was returned. The balloon was found ruptured at the central area of the latex and part of the latex was missing. There was a tear, 4/50' long and the balloon around the tear appeared deteriorated with a dusky yellow color no visible damage to the catheter windings, body, or returned syringe was observed. No visible damage to the catheter body was observed. Visual examinations were performed under microscope at 20x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint of balloon rupture was confirmed during the evaluation. No evidence of a manufacturing nonconformance was noted. The cause of the balloon rupture could not be determined with any certainty; device handling may have contributed to the damage. No actions will be taken at this time.